Event description:
It was reported that the pump touchscreen requiring multiple attempts to respond. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.